Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka), with a high blood glucose of 579 mg/dl. It was stated that the customer was treated several times with the insulin pump, but continued to experience high blood glucose. Troubleshooting revealed no delivery alarms in the alarm history. Nothing further was reported.